Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customers blood glucose level was 15 mmol/l. The customer reverted to an alternate method of insulin therapy.